Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefor the reported complaint of iab insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: this complaint has been reopened to investigate the device that was returned to teleflex for investigation. The reported complaint iab insertion difficulty is confirmed. The one-way valve failed during functional testing. A failing one-way valve will result in difficulty of pulling and maintaining a vacuum on the iab bladder. If a vacuum of the bladder is not maintained, it can result in iab insertion difficulty. The iab bladder membrane passed dimensional and functional inspection. The root cause of the failing one-way valve is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. A scar has been previously opened for one-way valve failures.

Event description:
It was reported that during insertion, it was noted that insertion of the intra-aortic balloon (iab) catheter was not possible with the standard sheath. As a result, a new catheter was used, and a second attempt was made at the procedure successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during insertion, it was noted that insertion of the intra-aortic balloon (iab) catheter was not possible with the standard sheath. As a result, a new catheter was used, and a second attempt was made at the procedure successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefor the reported complaint of iab insertion difficulty is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during insertion, it was noted that insertion of the intra-aortic balloon (iab) catheter was not possible with the standard sheath. As a result, a new catheter was used, and a second attempt was made at the procedure successfully. There was no report of patient complication or serious injury and death.